Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional report received indicated patient underwent surgical intervention where the ipg was replaced, and effective therapy was restored.

Event description:
It was reported that the pc displays the message "replace generator soon "as such surgical intervention is planned to address the issue.

Manufacturer narrative:
B3-date o f event is estimated.